Event description:
Misonix bone scalpel presenting with error message during surgery when surgeon trying to use handpiece. Error message stated, "mechanical limit reached" and dr stated handpiece was not turning. Scrub tech took apart handpiece and retightened, or nurse checked connections and settings - error message persisted. Contacted misonix rep [redacted] - who recommended switching out the handpiece, as it was likely broken.